Event description:
It was reported that during a drainage procedure, a guide wire fracture occurred. The anatomy location and characteristics of the lesion being treated are unknown. The .038 amplatz super stiff guide wire was introduced and reported to have "broke inside the patient and unraveled." The procedure outcome and patient condition were not reported. Additional information has been requested, but not received.